Event description:
According to the info received, an end user reported a cutoff catheter. The pt found one catheter that was sticking out the side of the packaging, believing it was sealed wrong during the welding process. The pt reports that the product will be returned; however, it has not yet been received.

Manufacturer narrative:
The return of the device has been requested. It is unk if the device is still available. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional info be received, a f/u report will be filed.